Manufacturer narrative:
There was no button error alarm on the insulin pump. The device was received with intermittent button response due to moisture damage on the keypad trace. The insulin pump passed the priming test, excessive no delivery alarm and the displacement test. There was no excessive no delivery alarm on the device. The insulin pump was received with scratches on the lcd window, cracked display on the window corners, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call button error alarm, no delivery alarm and high blood glucose levels. Customer's blood glucose level went as high as 600 mg/dl. Customer treated their high blood glucose with manual injections. Customer's father advised they attempted to rewind the insulin pump 5 times and when they finally got the device to prime they received a no delivery alarm. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.